Event description:
It was reported by the client that "nothing but noise" was seen when trying to record in-clinic electrocardiograms (ecgs). The client also reported that the computer the ECG module was connected to "fried" with a "burning smell" with the module connected and sitting on top of it. A new computer was installed and the ECG module connected and only "noise" was seen. The patient cable and leads are new and the universal serial bus (usb) cable was new as well. Noise-filtering and other settings were also tried with no success. The module will be replaced. There were no reported patient complications reported as a result of this event.

Event description:
It was reported by the client that "nothing but noise" was seen when trying to record in-clinic electrocardiograms (ecgs). The client also reported that the computer the ECG module was connected to "fried," with a "burning smell," with the module connected and sitting on top of it. A new computer was installed, and the ECG module connected, and only "noise" was seen. The patient cable and leads were new, and the universal serial bus (usb) cable was new as well. Noise-filtering and other settings were also tried, with no success. The module was returned and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.